Event description:
It was reported that the supply line of an automated pd set had a hole and was leaking. The event occurred during use on the home choice (hc), the home patient (hp) was not connected. The cg stated the supply line was leaking from a small pinhole during prime. The technical service representative (tsr) explained they would need to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned and evaluated. A clear passage test and a clamp function test were performed with no issues noted. The visual inspection noted that there was a cut in the supply line tubing. The leak testing identified the same issue. The reported issue of a leak was confirmed. The cause was determined to be a cut/hole in the tubing. Should additional relevant information become available, a follow up medwatch will be submitted.